Event description:
It was reported the stent was found broken upon opening the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.